Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced at least one aspirate probe and blocked aspirate probe tubing. The system was verified with system check. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the ind flagged access accutni+3 results was due to the sample rlu values being below the mean s0 rlu value of the active calibration curve. There is sufficient evidence provided to reasonably suggest the cause of the elevated mean s0 rlu (relative light unit) value was a malfunction of the replaced aspirate probe tubing. All mdrs associated with this report: 2122870-2016-00150; 2122870-2016-00151.

Event description:
The customer reported obtaining six (6) ind (indeterminate) flagged access accutni+3 results for five (5) patients involving the access 2 immunoassay system serial number (B)(4). The ind flagged access accutni+3 samples were repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and numerical results were obtained. Per the instruction of customer technical support, the customer recalibrated the assay and repeated four of the five samples on the same access 2 immunoassay system and numerical results were obtained. The ind flagged access accutni+3 results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the ind flagged access accutni+3 results. Calibration and system check parameters were not performing within assay and instrument specifications at the time of the event. Sample collection and processing information was not provided by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.